Manufacturer narrative:
Concomitant medical product: product ID: 5076-52 lead.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to incision site dehiscence. No further patient complications have been reported as a result of this event.